Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery spatula instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the permanent cautery spatula instrument (part# 470184-13 / lot# k10211110-0131) associated with this event has been performed. Per logs, the permanent cautery spatula instrument was last used on 05- jul-2022 on system sk5448 during a radical tonsillectomy procedure. The instrument had 7 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the permanent cautery spatula instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy procedure, the permanent cautery spatula instrument exhibited a breakage of the right/left support, resulting in a fragment falling into the patient. The fragment was retrieved during the same surgery. The instrument was reseated and the procedure was completed. The issue did not cause any delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were in the vacuum cleaner bag. All fragments were confirmed to be retrieved by visual analysis of the nurse. No additional surgical procedures or post-operative tests were required. It was suspected the mouth opener closing unexpectedly caused the breakage. The permanent cautery spatula (pcs) instrument was in use for 15 minutes prior to the issue. The pcs instrument was inspected prior to use and no damage was observed. The pcs instrument was noted to be difficult to remove from the cannula. The pcs instrument had collided with other instruments or other hard material during the surgical procedure and fragments fell inside the patient during an instrument tip/accessory collision. Upon final removal of the instrument the wrist was straightened and resistance was felt upon removal of the instrument through the cannula. The patient has not experienced any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "breakage of right/left support." Failure analysis found the primary failure of broken proximal clevis to be related to the customer reported complaint. The permanent cautery spatula was found to have the plastic proximal clevis broken. The broken pieces were not missing as a result of breakage. One side was broken but still intact, measuring approximately 0.193" x 0.257" in size. The other side had a piece broken off and was returned, measuring approximately 0.068" x 0.165" in size. The root cause of broken instrument proximal clevis is typically attributed to mishandling/misuse, such as excessive force applied to the distal end of the instrument. Additional observations not reported by the site were also observed. The distal clevis was found to have mechanical indentations. The root cause of this failure is typically attributed to the mishandling/misuse. The permanent cautery spatula instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The root cause of derailed instrument grip cables is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.